Manufacturer narrative:
Technical services evaluated the returned product for the flickering issue. No problem could be found, but the monitor was replaced. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4). Additional part used: glidescope, smart cable, catalog: 0800-0531, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope titanium su, mac s4, the image was flickering during use. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.